Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the instrument locked on the tissue. The surgeon removed the device with manipulation. No pt injury was reported.

Manufacturer narrative:
6/25/97-supplemental report #1 submitted to FDA.